Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed barometer and internal leakage tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed barometer and internal leakage tests during pre-use check. There was no patient involvement. Our field service engineer confirmed the reported pre-use check failure. He replaced the gas modules but the system was still failing the barometer test. After the control printed circuit (pc) board was replaced the ventilator unit passed all calibration, function, and safety tests and the ventilator was returned to customer and cleared for clinical use. No part was returned despite several requests. The evaluation of received device logs shows that problems with performing a successful pre-use check begun on the date event and no ventilation was started after that. Several pre-use checks failed with the reported errors. No technical errors were generated. The conclusion in this matter is that our field service engineer replaced parts according to the recommendations in the service manual, which resolved the problem. The control pc board was most probably defective, and possibly also the gas modules, but this cannot be confirmed due to lack of returned parts.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).